Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6, h11. The reason for the revision reported cannot be confirmed from the information provided but may be the result of suspected prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately three years post initial right tka, the male patient was revised for suspected poly wear but none was observed. The patient was revised to an exactech compliant poly. There was no breakage of the device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain images or x-rays. The device is not available for evaluation due to facility will not allow returned of implants.

Manufacturer narrative:
Pending investigation.